Event description:
A customer reported to baxter (B)(4) of a tranfer set with 3000ml bag in which customer observed leak at the seam just under the port of the bag. It is unknown when the reported condition occurred. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a transfer set with 3000ml bag in which customer observed leak at the seam just under the port of the bag was confirmed during sample evaluation. Actual sample was available at the plant for evaluation. No defects were observed during visual inspection. The reported condition was confirmed during under water test. Bubbles were identified near the administration port. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.